Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. No returns from the customer site were made available for this evaluation. The clin chem creatinine assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified. The issue as reported was sample specific with the expected result obtained upon retesting of the sample.

Event description:
The customer reports that one patient sample generated an initial architect clin chem creatinine assay result of 1204.5 umol/l (13.63 mg/dl). This result was flagged on a delta check and the sample retested. Results of 35.1 and 35.7 umol/l ( 0.4 and 0.4 mg/dl) were generated. Controls have remained within specifications. No suspect results were reported from the lab. There were no such issue with any other patient samples. A review of the instrument logs found no unusual readings. There is no impact to patient management reported.